Event description:
Customer reported receiving inaccurate erratic readings. Customer tested blood glucose and received a reading of 197 mg/dl dosed with insulin and began to experience hypoglycemia. Customer had a seizure, fell and hit their head with a resulting concussion. Paramedics were called and transported custer to the e.r. Paramedics received a blood glucose reading of 43 mg/dl approximately 47 minutes after the first blood glucose reading. A glucose IV was provided as treatment. Testing was conducted on the fingers.